Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 340 mg/dl with symptoms of thirst and urination. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found variations in the basal history. There was no cause determined for these variations. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic evert and the pump history indicated an issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: an unexplained pump reboot occurred on (B)(6) 2016 22:24; deliveries never resumed. The last bolus delivered was a 3.80u normal bolus on (B)(6) 2016 at 17:43. On (B)(6) 2016 21:46, an occlusion alarm with high force was recorded; deliveries resumed at 21:50. At 17:47, an occlusion alarm with high force was recorded; deliveries resumed at 17:53 at 12:16 & 12:17, an occlusion alarm with high force were recorded; deliveries resumed at 12:43. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no errors, alarms or warnings or delivery interruptions during the testing. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked and the audio bolus button cover was torn, but the button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.